Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir lip ring of insulin pump was loosen. The customer¿s blood glucose level was 12.7 mmol/l at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare professional. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device locked in place properly during testing. Device received with cracked case and cracked battery tube threads. (B)(4)